Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow-up in clinic. During the interrogation the patient was noted in atrial fibrillation due to high output mode. The right ventricular lead exhibited loss of capture. The device was reprogrammed, the patient would be monitored with routine follow ups.